Manufacturer narrative:
(B)(4). Batch # 434a54. Investigation summary: this is an analysis for a photo submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the photo shows a yellow small piece from top view. Based on the pictures provided the event described is confirmed, however, no conclusion or root cause could be determined. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during a sleeve gastrectomy procedure that after the third firing a piece of the cartridge fell into the patient. The piece was retrieved, and the staple line was intact. No assistance was needed to remove the piece from the patient. Same stapler was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 12/22/2021, d4: batch # 434a54. Investigation summary: a photo along with the device was returned to ethicon endo-surgery for evaluation. During the visual analysis of the photo, the following was observed: the photo shows a yellow small piece from top view. Based on the pictures provided the event described is confirmed, however, no conclusion or root cause could be determined. The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with one gst60d reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device was disassembled to verify the integrity of the internal components and no abnormalities were found. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that a problem was experienced with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.